Manufacturer narrative:
This notification is being sent due to the recall information being omitted from the initial notification. This notification is only to document the recall information.

Event description:
A bipap a30 was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device, "ventilator inoperative" alarm conditions were observed in the downloaded event log. The device's main pca board was replaced to address the issue.